Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a bluetooth low energy (ble) telemetry anomaly occurred on the device resulting in the device being unable to be paired to the remote monitoring smartphone application. The patient is anticipated to be seen in-clinic to test the ble functionality of the device, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.